Event description:
It was reported, the tubing kinked during therapy, while the baby was on heated high flow oxygen, which resulted in the baby receiving less or no oxygen flow. The patient reportedly desaturated which resolved prior to the healthcare provider (hcp) discovering the kink. Additional information received on 09apr2026: the hcp noted the flow was still coming through the interface even when kinked but she couldn't guarantee that the flow rate delivered on the flow meter was actually the flow rate coming out because of the kink. Additional information received on 15apr2026: the healthcare provider reported, they fixed the kink in the tubing and hung it on the airvo pole to lessen the risk of it kinking again. The patient was fine during their shift and no other interventions were required. There was no report of serious harm or injury as a result of the reported event.

Manufacturer narrative:
H6: (appropriate health impact term/code not available): the health care provider fixed the kink in the tubing and hung it on the airvo pole to lessen the risk of it kinking again. The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 30 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.